Event description:
The patient expressed that they want their device explanted as they believe that the vns has not helped with their seizure control over the past 4-5 years. The patient reports that the device has been increased multiple times with no benefit. The patient reported that their seizure activity has increased over the last few months, and that the medical doctor has discussed possibility of rns or brain sectioning. The patient reported that their seizures do not shorten or stop when the vns is stimulation. Additionally, the patient reports no benefit with magnet use. The patient also mentioned that the device is "protruding" at the generator site. The patient admits to losing weight; however, after a recent weight gain of 30lbs the device appears to be more noticeable. No other relevant information has been received to date.

Event description:
The patient is looking to move forward with explant surgery. Patient reported he believes the vns generator is causing joint pain even though it has been off for some time. Patient feels the electrode is pinching the vagal nerve. Events have not been confirmed by medical professional to date. No additional relevant information has been received.

Event description:
Patients device was programmed off.